Manufacturer narrative:
On december 23, 2021, novocure discovered that the initial submitted medical device report had a typo in the model number for the optune device in section d4-suspect medical device model number. Corrected model number is tfh9100.

Manufacturer narrative:
Novocure's medical opinion is that a contribution of the array placement to the event cannot be ruled out. Additional contributing factors for wound dehiscence in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information) and concomitant dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: (dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence was reported as an adverse event in the (B)(6) trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1%) only.

Event description:
A (B)(6) female patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2017. On (B)(6) 2019, an assistant from the prescriber's office informed novocure that the patient had developed wound dehiscence with exposed ventriculoperitoneal (vp) shunt tubing (most recent surgical resection on (B)(6) 2018). Prior to this report, the patient had been advised by the prescriber to temporarily discontinue optune use to allow the area to heal but the family "adamantly refused" to remove the optune device. A surgical repair with neurosurgery and plastic surgery was planned for an unknown date and optune was discontinued. The patient was on concurrent bevacizumab and steroids at the time of the event. Per the prescribing physician, the cause of the event was bevacizumab, steroids, the patient's medical condition (including poor nutritional intake and low protein), presence of a vp shunt and optune.